Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that, "occlusion alarms ¿ patient side with no occlusion, yesterday". Clinician stated the infusion was running well, flushed fine. Rates were reportedly well above 30ml/hr. The clinician restarted the infusion/flushed the line twice before turning off the system and restarting the pumps entirely. After the pumps were restarted it worked fine again. This happens to the clinician very rarely but stated it was ¿disruptive to (the infusion) flow¿, but ¿luckily¿ it was a non-critical infusion, believing it was a blood infusion. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.